Manufacturer narrative:
(B)(4). The device was received for evaluation with an unknown set attached. Visual inspection identified a clear, hard particulate matter inside the injection port. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in an intravia bag. The reporter stated that there was clear particulate matter in the bag. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.